Event description:
The customer reported that during a sils hysterectomy, it became apparent that the device insulation boot was no longer on the device and it could not be found. While the pt was still under anesthesia, the surgeon was alerted that the silicon insulation may still be in the pt, but the surgeon felt this would not cause an issue. The pt left the operating room in satisfactory condition and was discharged home the next day. The hospital was also alerted to this issue but no further info has been provided to us regarding this incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.